Manufacturer narrative:
The certas plus valve was received for evaluation: DHR - lot 200927 conformed to the specifications when released to stock . Failure analysis - the valve was visually inspected a bump mark in the top of valve casing and the rotation construct stuck in the up position also a needle hole in the needle chamber were noted. The valve failed the test for programming. The valve was leak tested; only leaked from the needle holes in the needle chamber. The valve passed the tests for occlusion and reflux. The valve was dismantled and was examined under microscope at appropriate magnification: a bump mark and cracks were found in the upper casing. The root cause for the bump mark and cracking in the top of the valve casing is due to the valve receiving a hard knock. The root cause for the rotating construct stuck in the upper position is due to the valve receiving a hard knock. The root cause for the programing issue reported by the customer was due to the valve receiving a hard knock.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
1 of 2 reports: different products. Same patient. Other mfg report number: 3013886523-2022-00042. A facility reported a certas valve was implanted on (B)(6) 2016. (B)(6) 2018, it was not possible to change the setting after MRI (setting 5 before MRI, setting 2 after MRI). (B)(6) 2018, the valve was changed (setting 6). (B)(6) 2018, the setting remains in 6 after MRI. (B)(6) 2018, the patient visited an outpatient clinic with over drainage symptoms. (B)(6) 2018, the valve was in setting 4 and was not possible to change the setting; the patient presented with headache and vomiting, and a revision surgery was performed. (B)(6) 2018, the patient had an MRI, and the setting was 6. (B)(6) presented with over drainage symptoms and the setting was changed from 6 to 7. (B)(6) 2019, the patient had a respiratory infection. Setting remained in 7. (B)(6) 2021, the patient presented to the outpatient clinic, the setting changed to 8 and was adjusted to 7. (B)(6) 2021, the setting changed to 5 after MRI, it was difficult to adjust; however, it was possible to change to setting 7 after 3 attempts. (B)(6) 2022, the patient presented to emergency room with 3 days of vomiting. The valve was in setting 5 and was no possible to change. The valve was replaced, plus proximal revision of the catheter. Additional information has been requested.